Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose and insulin pump had blank display. The customer blood glucose level was 401 mg/dl at the time of incident. Customer reported that the insulin pump had blank display. Customer stated that they put a new battery but after that insulin pump would not turn on. The customer was assisted with troubleshooting. Customer stated the display was not blank less than 30 seconds and did not return. Customer stated display was blank currently. Customer remove the battery and states insert battery alarm did not display on the insulin pump screen. Customer stated the contacts on the battery cap were neither missing nor damaged. Customer stated battery compartment was neither damaged nor corroded. Customer stated the spring was neither damaged nor corroded. Customer stated display did not return after insulin pump restart. Customer treated with manual injection. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device powered up with a blank display. After further review, did not note any evidence of previous moisture presence or corrosion on any of the electronic boards, assemblies, or the motor inside the device. There is a crack at the bottom of the plastic battery tube that houses the battery compartment. As a result of the crack, the battery spring as well as the battery terminals on the battery cap are not making good contact. Unable to perform displacement, sleep current measurement, active current measurement, and self tests due to the poor contact.